Event description:
It was reported that multiple cartridge change errors occurred during the load sequence with multiple cartridges. Customer's blood glucose level was 360 mg/dl. Reportedly, the customer reverted to alternate method for insulin delivery.